Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).